Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was not possible to prime a one-link neutral luer activated device due to the "IV was not infiltrated" and the "connectors prevented the flush to go through". There was patient involvement. No additional information is available.